Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
It was reported by the facility representative that after bath the resident was being transferred out of the tub using alenti. The right front castor fell off, the chair started to tilt. To prevent the resident from falling off the chair, the caregiver put foot under the leg of the chair and pulled on the seat belt. The seat belt was used at the moment of event. As a consequence, the caregiver had scraped right shin. She went to doctor, her leg was x-rayed and ice pack was applied.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Arjohuntleigh has received a customer complaint for alenti bath chair. It was reported that during the transfer of the resident after a bath, the right front castor fell off. The chair started to tilt, the personal service worker put foot under the leg and pulled on the seat belt to prevent the resident from falling off the chair. As a result, the caregiver had scraped their right shin. An x-ray was performed and as treatment an ice pack was applied. When reviewing similar reportable events, we have found a limited number of cases with similar fault description (castors loosened or broken off), which were found to be events mainly related to use errors including maintenance not being correctly performed, as per the device labeling. The number of claims registered in our complaint handling database for alenti is considered to be acceptable, when comparing to the number of sold devices (about (B)(4)). When reviewing information from service technician it was noted that the castors were replaced eleven days before the event. It appears there was a human error in that service as it has come forward the service procedure was not correctly followed. We have received no indication from the service technician or from the market that this happened in instances other than the one reviewed here. The service procedure instructions were reviewed and found to be appropriately clear and sufficient for purpose, if followed correctly. As a result of our findings, and the likeliness that the issue is related to wrongly performed maintenance, the technician is requested to be reminded of the contents of the maintenance and repair manual, in order to make sure that no incidents will happen in the future. Moreover, to lower risk for the patient, instruction for use also states that the castors should be checked on weekly basis by the caregiver and any loose castor should be detected before any dangerous situation occurs. "Maintenance: weekly examine the lift hygiene chair for damage. Check that the wheels on the lift hygiene chair have been cleaned." Moreover, due to the age of device, it should be considered to have it replaced. There was no obvious sign of misuse or environmental factors to contribute to falling off the castor, but the age of the device is significant when this kind of the malfunction is occurring. Looking at the date of production of this device, it was manufactured in 2003 and has already passed its operational lifetime as identified in the device labelling three years ago. "The useful life of this equipment, unless otherwise stated, is ten (10) years, subject to preventative maintenance being carried out in accordance with the instructions for care and maintenance." As a result, a possible root cause for this complaint would be not following service procedures by arjohuntleigh technician. We have not been able to find any contributing manufacturing or environmental anomalies, but the device was outside of its intended lifetime at the time of the event. This complaint is reported in abundance of caution. The device was out of the manufacturer's specification. It was being used for patient care - and in that way contributed to the event without causing actual serious injury or worse.